Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. One probe was returned for evaluation for the report of the cutting failure of probe during surgery. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 30 degrees. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample would not open or close. Aspiration testing was performed and deemed nonconforming. The sample stopped aspirating when the cutter closed in the port and would not open. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is severely bent. Gouge marks observed at the bend area and all along the inner cutter. The actuation and aspiration tests were repeated on the disassembled probe and the actuation and aspiration tests were both then found to be conforming. The initial tests were deemed nonconforming, and retests showed the cutter was able to actuate and aspirate to its specification. An initial actuation and / or aspiration test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. These tests are then considered conforming. The complaint evaluation does not confirm the probe had a cut issue. The probe met specification for the cut test; however, during the evaluation the probe had an actuation and an aspiration issue. The most likely root cause for the actuation and aspiration issues is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation and aspiration tests were conforming when retested. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 20 minutes, but it is not known how the needle and cutter actually became bent. No specific action with regard to this complaint was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe cutter failed at the beginning of a procedure. The surgery was completed with no patient harm reported.